Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the overheating, which was identified during the eval. A component on the backflex assembly was identified as overheated caused by fluid intrusion. The rear case assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, the backflex was identified as overheated. There was no pt involvement.